Manufacturer narrative:
Unit passed displacement test. Hardware low level failures (variable 3) alarmed during self test and pump trace download confirmed hardware low level failures (variable 3) due to broken trace at u1 pin 1/vdd on keypad assembly. Unable to verify audio/absence of alarm during self test due to hardware low level failures. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Assisted with performing a self test and self test was passed. The insulin pump will be returned for analysis.